Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility, they were transferring the resident from the bed to a wheelchair. The cradle detached from the boom and fell to the floor. The resident was in the sling that was attached to the cradle when it fell to the floor. The resident landed on the floor and hit her head. The resident has a laceration to the back of her head. The resident was transported to the ER for evaluation and returned to the facility later that same day. (B)(4) has been entered into our system.

Manufacturer narrative:
(B)(4) sending the report to the manufacturer.